Event description:
Pt had #14 french foley catheter anchored in the operating room on 1/18/95. The catheter functioned properly during the night, draining clear urine. The first post-op day, 1/19/95, the surgeon ordered the catheter out, the nurse attempted to remove the water from the balloon 3-4 times. None of the water would come back into the syringe. As a last resort, the valve portion of the catheter was cut off. A 20cc syringe was used to attempt to remove the water from the balloon. The balloon would not deflate. One cc of water was injected through the lumen into the balloon but would not return into the syringe. Rptr was unable to remove the catheter. The pt was subsequently taken to a urologist's office; he perforated the balloon with a stylet and removed the catheter without any further difficulty.